Event description:
It was reported that the mdu keeps cutting out. No patient was involved.

Manufacturer narrative:
The device was received for evaluation. There was no relationship found between the returned device and the reported incident. A visual inspection was performed on the product and no issue was observed. Complaint of cutting out could not be reproduced. The cord connector pins were bent and mdu could not be inserted into the mdu port on the test control unit. Mdu passed functional testing after the pins were straightened out. Mdu did not cut out during functional testing. All 3 buttons perform as expected. The complaint of cutting out was not confirmed and the root cause could not be determined since the reported malfunction could not be duplicated during the product evaluation process. A review of the device history records showed there were no indications to suggest that the product did not meet manufacturing specification or would not be able to perform as intended.